Event description:
One endeavor sprint rx drug-eluting stent was implanted to the proximal lad. Pt was reported to be asymptomatic / free of symptoms at 30 day f/u. It is reported that pt displayed stable angina at 6 month f/u. Approximately 7 months following index procedure an acute non-stemi is reported to have occurred. It is reported that the pt experienced recurrent chest pain for 2 days. Pt was admitted with new stenosis on the lcx. It is reported that a repeat angiography was performed. Investigator has indicated that event was related to the target lesion but not related to the study stent. Location of infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. Two days later, a ptca revascularization of the proximal lad (balloon only) was reported to have been carried out, due to restenosis after previous ptca. A ptca revascularization of the proximal lcx is reported to have been carried out on the same day. One endeavor sprint rx drug-eluting stent was implanted. Investigator has indicated that events were not related to the study stent. It is reported that pt displayed stable angina at 1 yr f/u.

Manufacturer narrative:
Eval code, results: myocardial infarction.